Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited sensing of chronic high atrial rates which may impact battery longevity over time.

Event description:
It was reported that this pacemaker showed two and a half years longevity remaining in a span of one month from implant. A data analysis indicated that the device exhibited high rate atrial sensing that caused an increase in power consumption. The high rate atrial sensing has been occurring since implant. To date, the device still remains in service. No adverse patient effects were reported.

Event description:
It was reported that this pacemaker showed two and a half years longevity remaining in a span of one month from implant. A data analysis indicated that the device exhibited high-rate atrial sensing that caused an increase in power consumption. The high-rate atrial sensing has been occurring since implant. Subsequently, this device was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited sensing of chronic high atrial rates which may impact battery longevity over time. Please refer to the b5: describe event or problem for more information regarding the specific circumstances of this event. The device has been received for analysis. Upon completion of the analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that this pacemaker showed two and a half years longevity remaining in a span of one month from implant. A data analysis indicated that the device exhibited high-rate atrial sensing that caused an increase in power consumption. The high-rate atrial sensing has been occurring since implant. Subsequently, this device was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt, this device was thoroughly inspected and analyzed. A longevity calculation was completed, and it was confirmed that the device did not meet longevity expectations. Device memory was reviewed, and no error codes were noted. It was confirmed that the device was in ddd mode at the time the replacement indicator was declared. It was also noted that the device sensed in the atrial chamber while implanted with prolonged high atrial rates. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. Impedance testing was completed, and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. Chronic high atrial rates, as occurred with this device, can reduce longevity in devices that are programmed ddd(r) with atrial sensing on. Device power consumption increases proportional to the additional processing for sensed atrial events. As a result, the high rate of atrial sensing was determined to be the cause of the longevity being lower than expected.